Event description:
The manufacturer received information that a rental dreamstation st30 device was being returned because the patient had passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The device has not yet been returned to the manufacturer for evaluation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Multiple good-faith efforts have been made to obtain additional information on 18-jul-2025, 29-jul-2025, and 19-aug-2025 without customer response. The rental dreamstation st30 device was returned to the hugo service center. During the evaluation, no errors or faults were found. The device was serviced, tested, and passed.